Manufacturer narrative:
Siemens filed initial MDR 2517506-2025-00008 on 20-jan-2025. Additional information (10-feb-2025): siemens reviewed the instrument data and observed that the air and liquid values for standard a and standard b were within the normal range and calibration was acceptable. Further, siemens checked the dilution check, which passed, the standard deviation (sd) of sodium (na) within the range on the day of the incident, reviewed the clot check data, and observed no pressure difference between the sample aspirations. Siemens further evaluated the event and concluded that the flow issue through integrated multisensor technology (imt) with the formation of sample/ fibrin clots, and crystal, potentially contributed to the falsely depressed na result. The investigation conclusions code in the h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl with lm integrated chemistry system. Quality control was valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse replaced tubing and sensor and performed super condition, ran condition and dilution check. The customer ran quality control (qc), which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl with lm integrated chemistry system. The erroneous result was reported to the physician(s) and was questioned. The sample was repeated on an alternate dimension exl 200 instrument. The repeat result recovered higher than the erroneous result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to falsely depressed na result.